Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that his blood glucose levels were extremely high for the past week and he wanted to know if anything was wrong with the insulin pump. The patient's blood glucose at the time of incident was 414 mg/dl. Troubleshooting was initiated and it appeared that his pump was functioning properly. Customer couldn't perform the high pressure test because he didn't have a tubing clamp available. No products were returned and a tubing clamp was shipped to the customer so the high pressure test can be performed once he receives it.